Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing of noisy signals. Troubleshooting revealed noisy signals that appeared to be consistent with possible electrode fracture. Technical services (ts) was consulted, recommended x rays and electrode replacement. This s-ICD system was reprogrammed to the primary sensing vector. This s-ICD system remains in service. No additional adverse patient effects were reported.